Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes. Possible myopotential oversensing was suspected. Programming changes were discussed. No intervention was reported. The patient was stable throughout.

Event description:
New information received noted the patient presented in clinic for follow up on (B)(6) 2019. Upon review, noise and possible myopotential oversensing was noted. Noise and oversensing were unable to be reproduced in clinic. No programming changes were reported. The patient was stable and will continue to be monitored.

Event description:
New information received noted the patient's device was reprogrammed during the previously reported follow up visit on (B)(6) 2019. The patient was stable throughout.